Event description:
It was reported that the healthcare provider had difficulty interrogating the pt's pump. It was noted that this had occurred preoperatively as well. Per the reporter, the pt did not experience any adverse side effects. The healthcare provider felt that the pump had flipped. The pt was taken to surgery and the pump pocket was opened. It was noted that the pump was not flipped and the catheter appeared to be in place and functioning okay. The pump was removed from the pocket to refill and another attempt was made to interrogate the pump, however, there was still difficulty even with the telemetry head placed directly over the face of the pump. The hcp elected to replace the entire catheter and the pump. The pump was used to deliver baclofen 2000mcg/ml at a dose of 270mcg/day on simple continuous mode. Following surgery, the dose was decreased to 135 mcg/day. The pt was admitted to the hosp overnight.

Manufacturer narrative:
(B)(4).